Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the adhesive from the infusion set was not sticking to the patient's skin. The customer alleged the adhesive was defective. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.